Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high potassium (k) results generated intermittently by the unicel® dxc 800 pro synchron® clinical systems. The results were flagged by the datalink and were not reported out of the lab. Customer repeated testing on a different instrument. The repeated results were believable and were reported out of the lab. The erroneous and the correct results were not supplied. There was no affect to patient treatment in regard to this event.

Manufacturer narrative:
The erroneous results occurred on the first sample run after the analyzer had been in standby for a while. A field service engineer (fse) was dispatched: a) the fse replaced the seals in the ion selective electrode (ise) ratio pump and cleaned the seals on the ratio pump valves and the problem was resolved. A malfunction will be assumed for the purpose of this report.